Manufacturer narrative:
The analysis did show very heavy residue in the handpiece, the bearing was stiff. The stiff bearing caused high friction and therefore increase of temperature. The condition of the handpiece indicates that the maintenance processing is not carried out as requested. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within spec. It contains also a note that the handpiece should not touch soft tissue during the treatment. Reported due to the 2 year presumption rule.

Event description:
During a standard dental treatment, while working on tooth #30 the pt was burned on the tongue. The burn is about 4-5 mm. Nothing was prescribed or given to pt.